Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device's pacer control panel button did not function. Complainant did not indicate that there was any patient involved in the reported malfunction.